Manufacturer narrative:
This report is submitted october 19, 2018.

Event description:
Per the clinic, the patient experienced poor performance and intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is filed on july 16, 2019.

Manufacturer narrative:
Per the clinic, the patient's abument was removed on (B)(6) 2018 and during the procedure the skin was excised. This report is submitted on june 20, 2018.